Event description:
It was reported that the port was successfully placed with the insertion site being more medial than lateral. The clinician reported the catheter could not be aspirated on the sixth chemotherapy session. A venogram was performed and revealed a leak approx 7 cm from the port body. The port was removed and replaced with no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.